Manufacturer narrative:
Based on updated information, this record has become non-reportable. There is no allegation of product deficiency or other indication that a product performance issue or malfunction has occurred. The customer requested preventative maintenance which is considered routine maintenance. It was confirmed through good faith efforts (gfe) there was no actual device issue. This service record (sr) was only opened because the unit was due for preventive maintenance (pm). The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.

Event description:
It was reported the device did not alarm. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips biomedical engineer (bmed) reported the device did not alarm/alert during preventative maintenance (pm). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.